Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, this right atrial (ra) lead was surgically abandoned due to high threshold measurements. No additional adverse patient effects were reported.